Event description:
In the literature provided in the test the co explains that the "method of choice" for collection of specimen is a nasal washing/aspiration. It then only provides a pharyngeal swab for use with the kit. When rptr called to ask why co had included only the swab co stated that consumer studies revealed that most physicians would not perform nasal aspirates and would prefer to collect pharyngeal swabs. Rptr's concern is that co has clearly stated in its literature that the method of choice for collection is nasal washing/aspirate. It then does not provide the practitioner with the tools to collect that specimen (tools that many practioners may not have readily available in their office). Unwitting practitioners and co are leaving themselves open for legal action if a pt has a false negative test using a specimen other than the "method of choice" and suffers complications from their illness.